Event description:
It was reported that a2d reference voltage background test and internal board corrosion was experienced.

Manufacturer narrative:
Additional information was received indicating there was no patient involvement, issue was found during testing.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal and presented with cracked top case corners, cracked right plunger case, battery door broken. Error was found in the device ehl (event history log) multiple times. The customer stated problem was not duplicated. Corrosion was found on the main board and interconnect board, causing intermittent error. Corrosion is a result of fluid ingression. Replaced main board and interconnect board. The cause of the reported problem was traced to the customer improper handling of the device. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer reported problem were found during the review of service and repair records.